Event description:
On (B)(6) 2012, pt reported having concerns with the infusion device not working correctly. Pt stated today she is just getting an e1 (cartridge empty) error message and then it went into stop mode. Pt reported the infusion device does not show her a warning that it's going out. Reviewed alarm history. No a1 (cartridge low) alert found; only the e1 that occurred today. Pt stated she only fills her insulin cartridge to 220 units of insulin and she does adjust her piston rod to 215 units before putting the cartridge in the infusion device. Pt reported the issue also occurred about 2 weeks ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.